Manufacturer narrative:
Visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. A piece of the other haptic was torn off and missing. There was evidence of reddish residue. Based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a loading error. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a cc4204bf collamer single piece lens and the lens tore. There was patient contact but no injury. The reporter stated the cause of the torn lens was due to a loading error.